Event description:
During trouble shooting of mxp1614226, new information indicated false neg reactions were initially obtained. Customer reports one patient sample tested false negative for the d antigen using ortho anti-d bioclone lot: db299a1, exp: 9/19/15. Testing with this reagent included the weak d phase and ortho anti-igg lot: igg168b, exp: 9/23/15 was used at the coombs phase. This patient was initially typed on the provue as d negative in (B)(6) 2013 (see (B)(4)). On (B)(6) 2014 patient returned to the hospital. Testing was performed using another lot of abd/reverse gel cards and the d typing result was positive (see (B)(4)). In an effort to resolve the difference in results, customer used the anti-d tube testing method and the result was negative. Customer extended the tube testing to include weak d test and the result was also negative. This discrepancy prompted the customer to send the specimen out for molecular testing. Ocd followed up with customer to obtain the results, and on (B)(6) 2015 customer stated the molecular testing indicated the patient was "weak d positive". Customer is satisfied with documentation of their issue and requires no additional follow up.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).